Event description:
During a cardiac procedure utilizing the index of microvascular resistance (imr) and functional flow reserve (ffr) the pressurewire x distal tip detached in the coronary artery. The pressurewire x was initially used in the right coronary artery (rca) and the left anterior descending (lad) without difficulty. A tight lesion with slight calcification was noted in the circumflex artery (cx) and while in the lesion, the device caught and could not be pulled back. A 1cm section of the distal tip detached in the patient's coronary artery. Several attempts were made to lasso the distal section from the artery but were unsuccessful. The patient is reported to be in good condition. Further information has been requested but not received.

Manufacturer narrative:
The device was returned due to a stuck guidewire which fractured and remained within the patient. The results of the investigation concluded that the distal tip coil had been fractured and separated at the distal end of the jacket. The fractured tip coil was not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. The corewire had been fractured and twisted near the distal end. The returned length of the corewire indicated that there was missing material from the distal tip assembly. There were multiple bends and kinks throughout the guidewire, consistent with the guidewire being exposed to excessing torqueing and manipulation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with forcible contact during use. The pressurewire x instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
The pressurewire x, cabled device was used.